Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were no-malignant pain and degen disc disease/herniated disc pain. A granuloma was reported. The patient was experiencing more pain and started having paralysis. The environmental, external or patient factors that may have led or contributed to the issue was reported as the patient was in a car accident. It was unknown what diagnostics or troubleshooting was performed. The granuloma was surgically removed by the neurosurgeon and the pump system stayed. The issue was resolved at the time of the report and the patient status was reported as alive, with injury, the patient had symptoms of paralysis leading up to granuloma discovery. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the location of the granuloma was at t9. It was uncertain if the patient¿s paralysis was due to the car accident or a result of the granuloma. The patient¿s symptoms have not yet resolved. The patient was in a nursing home and getting physical therapy. No further patient complications reported.